Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wireless footswitch was not charging. A philips service engineer inspected the system onsite and replaced the wireless footswitch battery. The replacement battery did not resolve the issue and the wireless footswitch and base station should be replaced; however, due to the field safety corrective action initiated by philips (z-0476-2022), the wireless footswitch and base station are not available for replacement. The customer is using the wired footswitch. Updated codes based on investigation.

Event description:
It has been reported to philips that, the wireless footswitch did not work during an elective procedure. Procedure was completed by using a wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.